Manufacturer narrative:
The customer¿s report of a leak from the top of the tubing was confirmed. Initial visual inspection found no anomalies with the set or its components. Pressure testing was performed; a leak was observed at the engagement where the tubing and female luer meet. Closer inspection of the leak found insufficient solvent at the engagement. The root cause of the leak is insufficient solvent at the engagement where the tubing and female luer meet.

Manufacturer narrative:
Gtin/UDI number for item me2020, lot 17015708 is (B)(4). Concomitant medical products: ICU microclave clear connector. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
Received a copy of the customer's medsun report from FDA, which states ¿ ampicillin IV infusing on pump, went into put flush on noticed clear fluid leaking from pump, and a small pool of fluid on IV stand. Closer look showed ampicillin leaking out of the top of the IV tubing. Default in tubing." Received a copy of the customer's medwatch report from the FDA which states, "ampicillin IV infusing on pump, went 1n to put flush on and noticed clear fluid leaking from pump, and a small pool of fluid on IV stand. Closer look showed ampicillin leaking out of the top of the IV tubing. Default in tubing. Care fusion ref: (B)(4), maxguard extension set microbore lot: 17015708."